Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently cracked the pump touchscreen and the touchscreen buttons were intermittently unresponsive. Customer's blood glucose was within range (value not provided). Customer reverted to another pump for insulin therapy.